Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results indicate the patient's history of hepatic disease could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Database updated limited characters. D4 UDI: (B)(4).

Event description:
As reported by the field clinical specialist (fcs), approximately 7 years and 11 months post tavr with a 23 mm sapien 3 valve in the aortic position, a valve in valve transcatheter heart valve (thv) procedure was performed due to stenosis and calcification. The patient, prior to the current intervention, was symptomatic, with reported dyspnea, chest pain, and heart failure. Reported pre intervention hemodynamics included mean/peak gradients of 35'50 mmhg and a valve area/index of 0.5'1.0 cm'. Relevant medical history included hepatic disease. The most recent follow up echocardiogram report and/or progress notes were not available and were unable to be obtained. A transfemoral approach via the right side was used to implant an edwards transcatheter heart valve in the aortic position. Procedural details included pre balloon aortic valvuloplasty using a 20 mm true balloon with contrast injection to assess for coronary occlusion. A 20 mm sapien 3 ultra valve was implanted within the existing 23 mm sapien 3 valve, positioned at the base of the marker of the prior valve. Post dilatation was performed with the 20 mm true balloon. Transesophageal echocardiography reportedly showed no leak, with a mean pressure gradient of 5 mmhg following implantation. The thv was reported to have been implanted successfully, and the patient was alive at the end of the procedure. The initial reporter did not allege that any edwards devices were deficient in performance. No central leak was reported, and no use error leading to negative outcomes was indicated.